Event description:
It was reported the previous impedances showed "the patient to run high." Current programming at c+1- 2.5v, 60, 150 group impedances of 1351, 1.910 current. Current impedance measurements are normal. Group impedances: c,0 2679 c,1 1405 c, 2 2457 c, 3 2864 0, 1 3195 0, 2 4880 0, 3 5525 1, 2 3002 1, 3 3673 2, 3 5112. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was change in diagnosis to parkinsons dual from essential tremor. There were no abnormal impedances. Reprogramming was done multiple times ((B)(6) 2012). The patient did not require hospitalization due to the event and patient had no injury.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3 7085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v639210, implanted: (B)(6) 2011, product type lead. (B)(4).